Event description:
Boston scientific received information that this pulse generator displayed a magnet rate of 100 paces per minute (ppm) with a corresponding longevity estimate of less than six months remaining in (B)(6) 2011. In (B)(6) a magnet rate of 90 ppm was displayed. The device then declared elective replacement indicator in (B)(6) 2011 and then end of life in (B)(6) 2011. The patient underwent a device change out procedure where the device was explanted and replaced. The device is to be returned for analysis. There were no adverse patient effects from the procedure reported.

Manufacturer narrative:
As of today, the device has not be received for analysis. Should additional information become available, this report will be updated.

Event description:
The device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert) and not end of life (eol) as originally reported. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.